Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing found the probe was broken off at 13.9mm from the distal end. The broken piece of the probe tip was returned. Part of the tissue pad was also missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the generator gave an error message and the probe partially detached from the scissor during a laparoscopic hysterectomy. The instrument had been used for a total of approximately seven to ten minutes when this occurred. The partially detached probe was removed from the instrument tip with a laparoscopic grasper. The probe did not fall into the patient. The procedure was finished with regular laparoscopic monopolar scissors. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added some load. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.